Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, the reducer valve of the device came off and dropped into the cavity. It was removed from the cavity without difficulty. No patient injury reported.